Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for the same model with a difference of one diopter of power.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient had a myopic outcome. The iol was exchanged. Additional information has been requested. There are two medical device reports associated with this patient. This report is for second iol reported with a postoperative myopic outcome requiring an iol exchange for the left eye.